Event description:
Pt's pump bodyguard 323, serial #(B)(4), exp date: 01/25/2018 will not work. Pt's pump quit in the middle of the last infusion, pt had to have a gravity infusion. Pump will not charge or turn on. No side effects to pt for pump malfunction. Pt received infusion. Pt's mother knows to return pump. Pt's mother did not indicate if the MFR could contact her "re pump unction." Dose or amount: 24 mg, frequency: every week, route: IV. Dates of use: (B)(6) 2010 to ongoing. Diagnosis or reason for use: e76.1 mucopolysaccharidosis, ty.